Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was unable to turn on. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 03dec2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlated with the customer-reported issue. The report that the device was "unable to turn on" was confirmed during fse testing and subsequently confirmed in the dchu investigation process. The device was initially evaluated by field service engineer (fse) according to work order (wo) (B)(4), the bd field service engineer (fse) reported that aux 6 and 7 retractor bands were damaged. The fse replaced retractor bands and system powered on and tested good. No further issues were observed. Customer performed inventory via application without issues. During dchu visual inspection: p/n 353844-01: the retractor band assemblies exhibited broken hinges and noticeable friction marks. A detailed inspection was conducted using a microscope, which revealed that the flat flex cables showed exposed copper strands as well as evidence of thermal damage. During dchu testing: p/n 353844-01: no dchu testing was as the assemblies showed broken hinges, severe friction marks, exposed copper strands and clear thermal damage marks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).